Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping),chronic'), genital haemorrhage ('general abnormal bleeding'), autoimmune thyroid disorder ('autoimmune-thyroid') and sinus operation ('sinus surgery') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune thyroid disorder (seriousness criterion medically significant), hypersensitivity ("hypersensitivity"), raynaud's phenomenon ("raynaud¿s"), psychological trauma ("psych injury"), fatigue ("fatigue") and gluten sensitivity ("gluten intolerance") and underwent sinus operation (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed. At the time of the report, the dysmenorrhoea, genital haemorrhage, autoimmune thyroid disorder, hypersensitivity, raynaud's phenomenon, psychological trauma, fatigue, gluten sensitivity and sinus operation outcome was unknown. The reporter considered autoimmune thyroid disorder, dysmenorrhoea, fatigue, genital haemorrhage, gluten sensitivity, hypersensitivity, psychological trauma, raynaud's phenomenon and sinus operation to be related to essure. The reporter commented: date of explant was given as (B)(6) 2015 which is same as implant date. Patient received treatment for chronic pain, dysmenorrhea (cramping), general abnormal bleeding, hypersensitivity, thyroid, raynaud¿s, psych injury and fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Date of implant updated.event injury was updated events dysmenorrhea (cramping), general abnormal bleeding, hypersensitivity, autoimmune thyroid, raynaud¿s, psych injury, fatigue, gluten intolerance, sinus surgery and she did not undergo essure confirmation test. Reporter information was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping),chronic'), pelvic pain ('lower pelvic pain'), sepsis ('sepsis'), respiratory tract infection ('infection (other) describe: chronic respiratory'), genital haemorrhage ('general abnormal bleeding'), autoimmune thyroid disorder ('autoimmune-thyroid'), pathogen resistance ('hypersensitivity:allergic or hypersensitivity reaction type: resistant to antibiotics') and sinus operation ('sinus surgery') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2015, the patient had essure inserted. In 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), sepsis (seriousness criterion medically significant), respiratory tract infection (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), autoimmune thyroid disorder (seriousness criterion medically significant), pathogen resistance (seriousness criterion medically significant), raynaud's phenomenon ("raynaud¿s"), depression ("psych injury / depression"), fatigue ("fatigue"), gluten sensitivity ("gluten intolerance"), mood swings ("mood swings"), anger ("rage"), obsessive-compulsive disorder ("ocdd"), anxiety ("anxiety"), nausea ("nausea"), dyspareunia ("dyspareunia"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge") and underwent sinus operation (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and salpingectomy (bilateral)). Essure was removed. At the time of the report, the dysmenorrhoea, pelvic pain, sepsis, respiratory tract infection, genital haemorrhage, autoimmune thyroid disorder, pathogen resistance, raynaud's phenomenon, depression, fatigue, gluten sensitivity, sinus operation, vaginal haemorrhage, menorrhagia, anger, obsessive-compulsive disorder, anxiety, nausea, dyspareunia, alopecia and vaginal discharge outcome was unknown. The reporter considered alopecia, anger, anxiety, autoimmune thyroid disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, gluten sensitivity, menorrhagia, mood swings, nausea, obsessive-compulsive disorder, pathogen resistance, pelvic pain, raynaud's phenomenon, respiratory tract infection, sepsis, sinus operation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: date of explant was given as (B)(6) 2015 which is same as implant date. Patient received treatment for chronic pain, dysmenorrhea (cramping), general abnormal bleeding, hypersensitivity, thyroid, raynaud¿s, psych injury and fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2019: pfs received. Added event lower pelvic pain,abnormal bleeding (vaginal, menorrhagia) ,resistant to antibiotics, mood swings; rage, chronic respiratory infection ,ocdd, anxiety, nausea, dyspareunia (painful sexual intercourse), hair loss, vaginal discharge, sepsis, psych injury clubbed to event depression . Updated event onset date. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.